Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. Analysis found on controller 9735824r- analysis determined that the testing software shows the unit as faulted. Unit will not connect to the em test to read any fault. Analysis found on controller 9735824- analysis determined that the testing software shows the unit as faulted. Unit will not connect to the em test to read any fault. Concomitant medical products: other relevant device(s) are: product ID: 9735824r, sn/lot# (B)(4), product ID: 9735824, sn/lot# (B)(4), product ID: 9735825, sn/lot# unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during pre-op. It was reported that the system was showing a localizer faulted. The surgeon brought in another system and used that for the remainder of the case. There was a reported delay of less than one hour and no reported impact to patient outcome.